Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the serial cable for the handheld device was broken and that the nurse¿s handheld device was not charging. The broken serial cable has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the handheld serial cable was completed on (B)(4) 2014. During the analysis, it was identified that the serial cable had 2 open electrical connections in the power plug wire. The cause for the open connections is unknown and could not be identified during the analysis.